Event description:
It was reported that the patients wound was not healing well. The patient was evaluated and prescribed antibiotics for treatment.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1232 serial number: (B)(6). Batch/lot number: 809400 model/catalog description: wavewriter alpha 32 ipg kit unique identifier (UDI) #: (B)(4).